Event description:
It was reported that the needle penetrated through the shield on the bd microlance¿ 3 needle. The following information was provided by the initial reporter: double needle protruding within the cap.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle penetrated through the shield on the bd microlance¿ 3 needle. The following information was provided by the initial reporter: double needle protruding within the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 24-mar-2022. H6: investigation summary. A device history record review was completed for provided material number 304000 and lot number 210827. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The sample showed one expected needle (with a hub and cannula) and one cannula stuck on the hub with residual epoxy. An extra cannula can be produced during the cannula assembly process when a rotary feeder places a cannula into each hub. As a result of an isolated issue, a cannula may become detached and fall onto the following product. Once the epoxy joins the extra cannula to the hub, it becomes stuck. This situation is more likely to occur with the smaller gauge needles due to their low weight. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10.